Manufacturer narrative:
Unable to verify s/w due to blank display. Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump received with cracked case corner of the belt clip rails near the battery compartment and serial number label fading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer¿s blood glucose value was 104 mg/dl. Customer stated that they cannot read the display. The product will return for the analysis.